Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 30, 2017. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer); (indication that this is a follow-up report); (follow-up due to additional information). (B)(4). The sample was not returned for evaluation. Upon evaluation of the provided photo, it was confirmed that the blue cap was missing from the reservoir blood outlet port. These vinyl caps are meant to be easily removed by the customer when ready for setup, in order for the user to connect tubing to the desired ports. As the caps are not bonded to the ports in anyway, and this specific port is barbed only, with no threads, the cap is easily able to be removed. Through shipping and handling the cap may have slid off of the port. As the customer reported that the cap remained in the packaging, it had been present on the port at the time of packaging during manufacture. This is not a functional issue and is considered a customer preference issue.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during out of box, the blue cap on the venous reservoirs is almost always off and is in the packaging. No patient involvement as this occurred during out of box.